Event description:
It was reported that pump display had pixel issue and caller planned to use backup insulin pump to ensure insulin delivery was not interrupted. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that replacement pump would have software not compatible with existing sensor and was instructed to contact healthcare provider for prescription for compatible sensor.